Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sesr01 implantable pulse generator - (B)(6) 2010.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead was not capturing at high output. The lead was check with a second set of analyzer cables and the lead was still not capturing at high output. The lead was repositioned and still was unable to capture. The lead was then removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.